Manufacturer narrative:
Product ID: 3889-28, lot# va09he3, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was reported the patient had stimulation in the wrong location. They also experienced pain and cramping down the thigh and in the pelvis on the right side, same side as the lead. The issue started gradually, three months prior to call, after they fell down the stairs. Impedances were over 4,000 ohms on two bipolar pairs. Increasing the pulse width resolved the impedance issue. The patient felt stimulation in the correct area when using electrode two in a unipolar configuration. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.